Manufacturer narrative:
Block e1: the initial reporter facility name is the first affiliated hospital of chongqing medical university. Block h6: imdrf device code a0501 captures the reportable event of electrode detachment. Block h11: the returned orise proknife was analyzed, and a product analysis observed the electrode was damaged and detached. It was observed in the picture and video provided that the device was in the patient's anatomy with the attached electrode. The reported event that the electrode was detached was confirmed. Based on all available information, it is likely that procedural factors such as the length of time used, power settings, handling technique, and tissue composition resulted in electrode damage. Subsequent use of the electrode resulted in the detachment. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the rectum 6cm from the anus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the tip of the knife did not respond. After being removed from the endoscope, it was found that the clotting disc of the knife tip was detached and only the electrode shaft was left. Another orise proknife was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the rectum 6cm from the anus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the tip of the knife did not respond. After being removed from the endoscope, it was found that the clotting disc of the knife tip was detached and only the electrode shaft was left. Another orise proknife was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6) hospital. Block h6: imdrf device code a0501 captures the reportable event of electrode detachment.